Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. Additionally, the customer observed air bubbles in their infusion set tubing. The customer experienced blood glucose (bg) levels ranging between 250-400 mg/dl and small to trace ketones. Manual injections were administered, an infusion set site change was performed and water was consumed to address the bg level and ketones. As the occlusion alarm had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts discussed the proper fill technique, insertion techniques and site rotation with the customer.